Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was 325 mg/dl. The customer was treated with a bolus via insulin pump. The customer saw a large bubbles in tubing when changing infusion set. The customer was advised to change set. The customer was instructed to tap reservoir to gather small bubbles into a large one. The customer was advised to push air back into insulin vial. The air bubbles did not persist after set change.